Event description:
It was reported that during ventricular tachycardia (vt) ablation the patient experienced a transient loss of capture while programmed in doo mode. Switching to voo improved capture, and function was normal before and after delivery of radiofrequency energy. Technical services discussed the defib detect circuitry, noting its role in truncating pacing during ablation. A representative was present at bedside performing device evaluation, and the patient is not pacemaker dependent. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that during ventricular tachycardia (vt) ablation the patient experienced a transient loss of capture and pacing inhibition while programmed in doo mode. Switching to voo improved capture, and function was normal before and after delivery of radiofrequency energy. Technical services discussed the defib detect circuitry, noting its role in truncating pacing during ablation. A representative was present at bedside performing device evaluation, and the patient is not pacemaker dependent. Currently, this product remains in service and no adverse patient effects were reported.